Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a decrease in sensing with oversensing on the right ventricular lead. Additionally, there was a decrease in pacing threshold and a decrease in impedance due to a cardiac perforation of the rv lead at the rv apex. The rv lead was explanted and replaced to resolve the event. The patient was stable.